Manufacturer narrative:
Event problem patient code updated.

Event description:
The problem occurred while in use with a patient. The patient received medical treatment through a manual ventilation with ambu bag. No patient injury was reported.

Manufacturer narrative:
Dare of event and operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device stops giving breaths. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Upon visual inspection the front panel is damaged and battery cover was cracked. The complaint was confirmed during functional testing; the device had continuous flow. The device had the root cause was attributed to impact on the device. Product was beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report (DHR) review was not performed. Service history review identified this device has not been in for service previously. The faulty input manifold and MRI battery were replaced. Sintered filter and o rings for the preventative maintenance (pm). Replaced cracked front panel. Reset patient pressure cycling led and adjusted peep control valve and CPAP control to tolerance. Performed pm, recalibrated unit, cleaned and affixed new service label. The device passed functional testing after the completed repairs.